Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis: the device was returned and evaluated by product analysis on 05/26/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related call service alarms or abnormal pump behavior. The pump¿s total daily correlated appropriately to the user programed basal rates. No foreign debris was observed within the cartridge compartment. The returned cartridge and battery caps were able to secure properly to the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging they could smell insulin while on pump therapy. After several attempts to contact the patient and reporter, no additional information was provided and troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because, the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.